Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the visual inspection of the instrument body displayed no abnormalities. The visual inspection of the cartridge noted the sulu was partially applied with the interlock engaged. Inspection under the microscope displayed no damage to the knife blade. Pmv performed functional testing which included that the knife blade and cam bars were reset. The instrument did not fire. Additional information : if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The instrument did not fire. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur when the instrument is handled rough. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap appendectomy procedure, the device was unable to fire and squeeze the handle. Another device was used to complete the procedure. No patient injury has been noted.